Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown ventrofix with unknown part and lot number and quantity. (B)(4). Patient is for the following complications: thoracic spine group: average of: 9.6% loss of kyphosis correction post-op; 3.8% loss of intervertebral height; no scoliosis developed. Decreased intervertebral height of 11mm and increased kyphosis of 3 degrees. And subjective outcomes: dissatisfaction with surgery with worsened symptoms. Thoracolumbar spine group: average of: 12.8% loss of kyphosis correction post-op; 4.2% loss of intervertebral height; and developed an scoliosis an average of 12 degrees. Chylous leak with interventions including placement of drain. Retroperitoneal empyema and nonhealing wound 2 weeks postop; complete healing after 2 weeks following treatment with debridement and antituberculosis chemotherapy. And subjective outcomes: dissatisfaction with surgery with worsened symptoms. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: wang, b., l., guohua, liu, w. Cheng, I. (2011). Anterior radical debridement and reconstruction using titanium mesh cage for the surgical treatment of thoracic and thoracolumbar spinal tuberculosis: minimum five-year follow-up. Turkish neurosurgery, volume 21, no: 4, pp 575-581. USA/china authors. This was retrospective review of 69 patients with thoracic and thoracolumbar spinal tuberculosis (tb) which were analyzed from march 2002-march 2005 involving ventrofix. The study population was divided into 2 groups: thoracic spine group and thoracolumbar spine group. They were implanted with single or dual rod systems, ventrofix or isola (depuy spine). Thoracic spine group: 22 males, 17 females, average age 38.6 years, 15 patients had neurological deficits due to spinal cord compression, single rod system used for lesions at the level t10 and above for 39 patients. Thoracolumbar spine group: 16 males, 14 females, average age 36.5, 12 had neurological deficits due to spinal cord compression, 17 had dual-rod system used for lesions below t10. Study details: those with severe osteoporosis were excluded from study; all had dexa scans, all had standard anti-tuberculosis chemotherapy orally for a minimum of 2 weeks prior to surgery and it lasted 9-12 months after surgery, multiple other medications via injections or ivs. Follow up period ¿ 1 week, 3, 6, 9, and 12 months post-op, then annually. All had solid bony fusions without fixation failure at final follow up. All had anterior reconstruction with a titanium mesh cage (other manufacturer product). All had anterior fixation with: single rod or double rod ventrofix or another manufacturers product. Complications: note - the article did not specific if these events were related to ventrofix or other manufacturer's device... Thoracic spine group: average of: 9.6% loss of kyphosis correction post-op; 3.8% loss of intervertebral height; no scoliosis developed. (N=2) superficial wound infections postoperatively and all healed after decreased intervertebral height of 11mm and increased kyphosis of 3 degrees subjective outcomes: (n=1) dissatisfaction with surgery with worsened symptoms thoracolumbar spine group: average of: 12.8% loss of kyphosis correction post-op; 4.2% loss of intervertebral height; and developed an scoliosis an average of 12 degrees. (N=1) superficial wound infection healed after surgical debridement. (N=1) chylous leak with interventions including placement of drain which stopped and drain removed postop day 10. (N=1) retroperitoneal empyema and nonhealing wound 2 weeks postop; complete healing after 2 weeks following treatment with debridement and antituberculosis chemotherapy subjective outcomes: (n=1) dissatisfaction with surgery with worsened symptoms. This report is for an unknown ventrofix with an unknown part number, lot number and quantity. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.